Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d2b: additional product code: hwc. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6)2023, the patient underwent orif surgery for clavicle fracture with 3.5 mm lcp superior clavicle plates, 2.7 mm variable angle locking screws. Because lcp superior clavicle plate lateral-ex was used, ti 2.7 screws had to be applied, but a nurse mistakenly brought va 2.7 into the operating room. The surgeon was unaware of this, and the va screws were inserted. The instrument for lcp clavicle plate was used, and the torque was tightened with torque limiter 0.8 nm. The surgeon noticed this error after the surgery . The surgeon thought that there was probably no problem with the fixation, as the screws had been inserted as necessary and sufficient. The surgery was completed successfully without any surgical delay. The patient outcome and status is stable. No further information is available. This report is for one (1) va lockscr ø2.7 head 2.4 self-tap l12 ta. This is report 1 of 6 for complaint (B)(4).